Event description:
Dr (B)(6) at the (B)(6) claims to have a machine the (B)(4) that will correct any back problem. Specifically in this case my (B)(6) father who fell from a 2nd floor onto a 2 by 4 on a concrete floor, breaking his back. My father has had trouble walking the past 10 years and had constantly gotten worse. My father found an ad in the paper by (B)(6) and made an appointment. I was present at this consultation where mr (B)(6) claimed that by seeing my fathers MRI he could tell whether he would be able to cure my father. His exact words were, in 6 to 9 weeks my father would be walking 3-4 miles no problem. On the 2nd consultation, I had a lot of questions and as I began, mr (B)(6) immediately go defensive and refused to answer my questions. I was thrown out of the office. The next day this fast talking quack had my father convinced he would walk without pain in little to no time. My father began this process with this machine on wednesday (B)(6) 2011 and by thursday (B)(6) 2011, my father could no longer walk. He was carried to the thanksgiving table. Mr (B)(6) told my brother that it is normal for the pt to get worse before they get better. I do not believe a word he is saying and I believe this machine is being mis-used and people are given false hope by someone who has fleeced (B)(6) from an elderly man wanting to be free of pain and enjoy life. Instead I see him within a short span of time (much shorter since the use of this machine) in a wheelchair or worse.